Manufacturer narrative:
Electrode belt sn (B)(4) has not yet been returned from the field. Monitor sn 07151748 was returned to the distributor and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient's passing. Manufacture dates: monitor 2/11/2016, electrode belt 3/18/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient lost consciousness at home, and his wife called ems. Ems attempted CPR on the patient, and the patient was transported to the hospital where he passed away. Clinical review of the patient's download data revealed that prior to passing, the patient received two inappropriate treatments from the lifevest during asystole, a non-life-sustaining rhythm. At 23:37:34, the patient received the first treatment, the patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole with CPR artifact. At 23:38:02, the patient received the second inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with CPR artifact, and the post-shock rhythm was asystole. CPR artifact contributed to the false detection. The response buttons were not pressed during the event. There is no indication that a device malfunction caused or contributed to the patient's passing.